Event description:
The customer reported the very tip of the avaflex needle broke off in the patient's vertebral body.  It was in the spongy portion of the vertebral body and cement was still able to be put around it and fill the fracture.  No cement came out of the vertebral body. There was no patient injury. On (B)(6) 2014, the customer ((B)(6)) provided the following information: the customer is not aware of any notable defect in the product nor any difficulty with inserting the needle. Also, it is her understanding that the needle broke prior to cement introduction. No further information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.